Event description:
It was reported to medtronic minimed that the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed. The customer reported the display went blank and then the open book alarm appeared. The customer was instructed that the pump had a critical error and couldn¿t be used anymore. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1711k was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on successfully and no critical pump error (open book) or blank display was noted. Unit was received with no backlight functionality, however, backlight intermittently returned while testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. No pump error 37 was noted during testing or in download history files. However, pump error 63 was noted in adapt on 06/06/2025 21:00:38.000. File number=2005 line number=9926. Per software engineering log investigation, pump error 63 was due to rf chip error; isolate to electronic assembly. No pump error 63 was noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. However, unit failed self test as screen remained dark instead of turning white when testing backlight. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. However, corrosion was noted on electronic assembly, including motor assembly gold traces, lcd flex connector gold traces, keypad flex connector gold traces, and internal battery connector on pcb1. Isolate to electronic assembly. The following cosmetic damages were noted: serial number label missing, cracked case (battery tube), cracked case, cracked keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 37 were not confirmed when no pump error 37 was noted during testing or in download history files. Additionally, customer allegations of critical pump error (open book) and blank display were not confirmed when unit powered on successfully after battery installation. However, pump error 63 was recorded in download history files, in addition to an intermittent backlight anomaly. Isolate to electronic assembly, due to corrosion noted on electronic assembly and motor assembly during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.